Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on approximately (B)(6) 2025, the patient experienced symptoms of hypoglycemia. She was hungry, fainted, and became unconscious. The patient was hospitalized and admitted to the intensive care unit (ICU) for one day, and then in the general hospital for three days. She was diagnosed with diabetic ketoacidosis. There was no treatment documented for hyperglycemia. She only remembers that the cgm reading was 40 mg/dl when she started feeling hungry and fainted. She ate candy and coca-cola before fainting. At the time of the report the patient was feeling better but still not well, she was weak and tired. At an unspecified time of the event the bg reading was 218 mg/dl and the cgm reading was 300 mg/dl. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient fainted. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.